Event description:
It was reported that the lobes of the left ventricular (lv) lead "kept collapsing even though the locking mechanism was in place." The lead was removed and replaced. The second lv lead was then implanted; however, diaphragmatic stimulation was observed, and acceptable measurements could not be obtained. This lead was also removed and replaced. No further patient complications were reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary: (B)(4): the full lead was returned and analyzed. Analysis results revealed the lobes were distorted/bent. Blood/body fluid was present on the outer tubing overlay and in/on the lobe mechanism. The lead was damaged at implant. (B)(4): the full lead was returned and analyzed. Analysis results revealed that no anomalies were found. Blood/body fluid was present on the distal conductor (not obstructed).